Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kits push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure while attempting to push the device through the stoma tract the tube became lodged, in the stoma, where the tubing connects to the introducer. The physician extended the incision in an attempt to get the tube through the soma site however it was unsuccessful. A surgeon was called in and further extended the incision the tube still could not be removed. Forceps where placed down the stoma tract and lined up side by side with the tube which created a dilated cut this allowed the tube to be dislodged and successfully placed. The patient received stitches due to the extended cuts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kits push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure while attempting to push the device through the stoma tract the tube became lodged, in the stoma, where the tubing connects to the introducer. The physician extended the incision in an attempt to get the tube through the soma site, however, it was unsuccessful. A surgeon was called in and further extended the incision the tube still could not be removed. Forceps where placed down the stoma tract and lined up side by side with the tube which created a dilated cut this allowed the tube to be dislodged and successfully placed. The patient received stitches due to the extended cuts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed the thermoformed tubing to be kinked. The silicone tubing was found to have been cut at approximately 8 cm from the proximal end of tubing. The cut appears to have been made by scissors or similar instrument as indicated by the striations on the cut end. The distal portion of the device including the internal bolster were not returned. Multiple cuts were found on the distal end of the thermoformed tubing and proximal end of the silicone tubing. A functional evaluation was performed by inserting a guidewire through the device without issue. There was no occlusion found in the connector. The condition of the returned unit was consistent with the complaint incident that the device was difficult to place. Although no information was provided regarding the initial incision size, it is possible the incision was too small to pass the device through the gastric wall. Additionally user technique, tortuous anatomy and other procedural factors could possibly contribute to difficulty placing the device. Based on the event description and the evaluation of the returned device, the most probable root cause is operational context.